Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked due to detection of atrial fibrillation (af) with rapid ventricular response (rvr) in the ventricular fibrillation (vf) zone by the implantable cardioverter defibrillator (ICD). Atrial undersensing was noted by the right atrial (ra) lead fooling the device discriminator algorithm which led to the inappropriate shocks. The vf therapy appeared to have accelerated the patient¿s rhythm which required external rescue. The device was reprogrammed with the device and ra lead remaining in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.